Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient was experiencing ineffective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. Diagnostic testing revealed several high impedance values on l1 lead. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient¿s lead at l1 was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.